Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a suture for general soft tissue, they disassembled the outer packing of the absorbable surgical suture and removed the needle suture. There was a suture needle breakage in the soft tissue. The medical staff had been looking for the broken needle for several times. They were able to locate the broken needle and discontinued the product.